Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main and system boards, and the flow machine were replaced to address the issue.